Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Fiducial markers were placed transperineal and the procedure was performed under local anesthesia. On (B)(6) 2021, the gel was still present during cone beam computed tomography (CT) scan. On (B)(6) 2021, the patient passed a rubbery material in his stool identified as the hydrogel. A small amount of blood and mucous was also noted in the patient's stool. The patient is scheduled to receive a scope to evaluate the rectal mucosa. Cone-beam computed tomography systems (cbct) was performed and showed there was no computed tomography (CT) visible gel. Magnetic resonance imaging was performed and showed a pocket of fluid. A flexible sigmoidoscopy scope was performed and showered a small hole in the anterior rectal wall, roughly 3 to 4 centimeters from the anal verge. There appeared to be a tract heading into the anterior perirectal space. The patient condition was reported to be clinically well. The patient's external beam radiation as been put on hold during evaluation.